Event description:
Covidien received information that a warmtouch 5200 patient warmer was overheating and that there was a smell of something burning. The hospital biomed tested the unit and reported that after about 20 minutes, they could smell something burning and the smell was coming form the unit. There is no report of patient incident or harm.

Manufacturer narrative:
The covidien technician found the cable that connected to j2 connector was damaged by heat. The unit was replaced.